Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider alleges the rollator was in their store and a customer sat on this rollator and the seat cracked. Provider alleges the crack is inside and the seat is dipping down in the middle. Provider also alleges the customer who sat on the seat was under the maximum weight capacity. MDR filed.